Event description:
The customer reported having a failed battery test and motor error alarms in the past. The blood glucose reading was 263mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that the device alarmed motor error several times while attempting to prime. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump power up properly after battery installation, and the unit was received with operating currents within specification. Monitored the device and no blank display or failed battery test alarm noted. The device passed the displacement test. However, the insulin pump alarmed during the prime test as a result of a loose/flush drive support disk. The motor was tested outside the device and passed. The unit had unexpected weak battery alarms due to corroded battery tube. The device was received with cracked case at the display window corners and scratched screen.